Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a follow-up, increased pacing impedance and increased capture threshold which resulted in loss of capture were observed on the right ventricular (rv) lead. The suspected cause of the event was due to lead erosion; however no visible damage was observed during revision procedure. The rv lead was capped and a new rv lead was implanted to resolve the event. The patient is stable with no consequences.